Manufacturer narrative:
The root cause for the loosening of the femoral stem was unable to be determined. The patient's medical history is unknown, and it is uncertain whether it contributed to this complaint. The patient's bone density is unknown, and it is uncertain whether it contributed to this complaint. The patient's weight is unknown, and it is uncertain whether it contributed to this complaint. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6) female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to a femoral stem loosening. The surgeon replaced the cemented segmental stem, two male-female midsections, a distal femur implant, a distal femur axial pin, and a tibial hinge component during the revision. The segmental stem that loosened was cemented with palancos bone cement during the primary eleos surgery. It is unknown what the patient's bone quality is. It is also unknown if the patient sustained a trauma prior to the failure. The patient's medical history is unknown. The patient's weight is unknown.